Event description:
The patient contacted baxter's technical service center regarding a high drain 106/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume), which occurred on the homechoice (hc) during use. The patient stated that she was trying to set up for tonight, but she had a call nurse alarm. The patient did have any symptoms of overfill. The patient stated she already spoke with the nurse. The technical service representative (tsr) had the patient cycle the power. The hc was showing high drain 106. The patient has six cycles. The patient stated she already spoke with her nurse and the nurse told her that it was okay to go ahead and hook up for therapy tonight like normal. The patient did not want to go through the therapy log since the nurse already okayed the therapy. The tsr advised the patient to call baxter if any more of these alarms occur so that baxter can go over the therapy log in the hc. The tsr had the patient press go to get past the alarm so that she can set up for therapy. The patient would set up for therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported high drain 106 alarm. The rn stated she was aware of the alarm and there was no patient injury or medical intervention associated with the event. The rn stated the patient has not reported any other drain volumes or other symptoms that meet increased intra-peritoneal volume (iipv) criteria. The patient has been continuing therapy on the cycler successfully. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.